Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the emergency room on (B)(6) 2026 with diabetic ketoacidosis. The patient¿s blood glucose levels rose over 400 mg/dl while wearing the pod between 24 and 36 hours. It was also reported that the patient had high ketone levels (values not provided). The patient reported that when the pod was initially applied, the infusion site (leg) had bled more than expected. When the pod was removed at the hospital, the cannula was found to have become dislodged and appeared to be bent, there also appeared to be blood mixed with insulin visible at the site. Reported symptoms include nausea, vomiting, headache and confusion. The patient was treated with an unspecified anti-nausea medication and intravenous lactated ringer¿s saline. It was also reported that the patient had lab work done however the nature and outcome of these tests was not reported. The patient was released 9 hours later, on the same day.